Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert and subsequent empty cartridge alarm. The cartridge was reportedly filled with 400 units. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support.